Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a vascular complication (phlebitis). The patient was given antibiotics for the septic thrombophlebitis; however, the event is continuing. The investigator assessed this event as not related to the device or the procedure.

Event description:
A valiant captivia stent graft system was implanted in patient for the endovascular treatment of a traumatic rupture at the isthmus level. The proximal aortic neck was 28 mm in diameter and 25 mm in length. The distal neck was 26 mm in diameter and 150 mm in length. It was reported that CT with contrast approximately one year post implant and nine months after noted a type ii endoleak at the proximal third of the endoprosthesis. It was also reported the patient had vascular complications (stenosis) at the time of implant. The investigator assessed the event as not device related and procedure related. A right femoral stent was placed at the puncture site on the same day and the stenosis was resolved. Three weeks post implant and during the post-operative course there was a septic thombophlebitis event. The patient was given medication (antibiotics) and the event resolved four days later. The investigator assessed this event as not related to the device or the procedure. No additional clinical sequelae were reported.